Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: the suspect printed circuit board assembly (pcba) and evaluated for the customer's reported issue. The customer's reported issue was duplicated in the laboratory setting and was isolated to a faulty barometric pressure transducer. This issue will continue to be internally investigated.

Event description:
The customer reported while using the avea ventilator, it is alarming vent inop during set up. The customer stated there was no patient associated with this event.